Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Corrections to g2 , of the initial medwatch. The information was inadvertently left out. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to reprocessing could not be conducted properly by leakage due to cracked grip. Additionally, the light guide (lg) lens glue was peeled off due to physical stress by hitting/dropping distal end, chemical stress by chemical solutions, resulting in humidity invaded lg-lens which led to corrosion. The events can be detected and prevented by following the instructions for use (IFU) sections: IFU states the detection method in tjf-q190v operation manual chapter 3 preparation and inspection. IFU states the preventative measures in tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. The events can be detected by following the IFU sections: IFU states the detection method in tjf-q190v operation manual 3.3 inspection of the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
A user facility returned the olympus device, duodenovideoscope, to the olympus service center for annual inspection. Upon inspection and testing of the returned device, it was observed that the distal end had foreign material, the inside of the light guide lens had discoloration due to a crack in the grip, water tightness was lost, the suction cylinder had no color, the switch box had a scratch, the scope connector cover unit had discoloration, light guide lens had a crack, distal end is shaved. This report is being submitted for the event found during the evaluation. There was no patient involvement.

Manufacturer narrative:
The device was returned as part of the asset return process. The distal end had foreign material, the inside of the light guide lens had discoloration due to a crack in the grip, water tightness was lost, the suction cylinder had no color, the switch box had a scratch, the scope connector cover unit had discoloration, light guide lens had a crack, distal end is shaved. The investigation is ongoing, and a supplemental report will be submitted upon completion or if any additional information is provided.